Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed alarm. The customer¿s blood glucose was unknown. Customer stated that he was able to resolve it and once he got a new battery in the insulin pump but he did had to reset the time and date. The insulin pump will not be returned for analysis.